Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and this ventricular implantable lead exhibited noise that was oversensed. R wave and impedance measurements were good and stable. This ICD was reprogrammed to least sensitivity.